Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. No pictures were provided. We have no further inventory of the material/batch. We have no further complaints on the material/batch. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
Distributor reported customer is having multiple instances of short draws with 454322. Customer confirmed this is not an issue with any specific phlebotomist as this is happening at multiple locations and with multiple staff members.

Manufacturer narrative:
Complaint: (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.